Manufacturer narrative:
No product was returned and lot code unk. No testing or eval could be done. Consumer has not returned product. It could not be evaluated and no conclusion. The body was made at the following location: hayco ltd (B)(4).

Event description:
Consumer reported that the head of the sonic toothbrush disengaged during use. This is regarded as a malfunction. The incident case caused the consumer to chip a tooth and was reported as 2280705-2011-00014. Note: this report is a result of a teleconference between church & dwight co., inc and the medical device policy branch on sept 20, 2011, where clarification was provided on "reportable malfunctions." This entailed reviewing consumer complaint files from jan 2009 to dec 2011 to identify and submit all meeting these criteria.